Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with the analyzer, during an implant procedure. It was noted that the user at tempted to restart the analyzer several times, but was unsuccessful. A different programmer and analyzer were used to complete the procedure. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.